Event description:
It was reported that a patient had been cared for using a combination of secura spray cleanser, z10 and z30. Upon use care the manager was unavailable and the residents skin broke down significantly.